Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.

Event description:
Healthcare provider called to report a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification in the surface of the shell, brown particle in the fill channel and opening crack. Leak test was performed and found opening in the anterior and crack opening diaphragm valve. A microscopic analysis was performed which identify opening striated in the anterior and crack opening on diaphragm valve. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.